Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead remains implanted. Representative reported noise on the rv channel in an rv lead monitoring recording transmitted to home monitoring. Noise was present on the a, rv, and lv channels. Patient history regarding any procedures around that time to be investigated and leads to be evaluated further. No adverse patient event reported. Should additional information become available, it will be added to this file.

Event description:
Lead remains implanted. (B)(6) reported noise on the rv channel in an rv lead monitoring recording transmitted to home monitoring. Noise was present on the a, rv, and lv channels. Patient history regarding any procedures around that time to be investigated and leads to be evaluated further. No adverse patient event reported. Should additional information become available, it will be added to this file.